Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Corrected information is provided in sections d4, a sample was not received at the manufacturing site for evaluation for the report of cannulas do not fit 25g trocar; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected during the manufacturing process to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic cannulas did not fit into trocar. Patient and procedure details were not reported. No impact on patient was reported. Additional information received indicated that event occurred during the ophthalmic procedure. The 25gauge cannula did not fit into the 25gauge cannula. The surgery was completed using a 27gauge cannula in 25gauge trocar.